Manufacturer narrative:
Serial number is unknown as it was not provided. Unique identifier (UDI #)is unknown as serial number was not provided. Device manufacture date is unknown as serial number was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. As reported in description of event, the surgery center inadvertently selected the incorrect surgeon settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported a cataract patient was presented with edema at a one-day post op exam. At one-day post op exam, it was noted the patient¿s operative eye had a diminish tear film and edema grade 3+. At a 9-day post op exam, the patient¿s edema was still at a grade 3+. It was explained the treating surgeon had not used custom settings and incorrectly had the phacofragmentation unit set to default settings. As a result, the patient had complications due to the incorrect settings contributing to the edema reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.